Manufacturer narrative:
This report is submitted on july 25, 2022.

Event description:
Per the clinic, the patient developed a post operative infection at the implant site and subsequently was treated with antibiotics (specific date, type and duration not reported).